Event description:
Event description cpi received information that after an implant of an implantable pulse generator (ipg) and this bipolar lead, the lead was explanted. The patient was returned to the or because the lead had dislodged. After several attempts to reposition the lead the physician elected to replace the lead with a new lead of the same model.